Event description:
The device was advanced into the pt over an 014 thruway and it got stuck on the wire about halfway down and it would not advance, and it would not pullback. They could not pull it back out of the pt or could not advance it to the target lesion. They used a buddy wire and pulled the wire and balloon out together. They finished the procedure with a sterling balloon. There were some issues that they had to address because of the wire and the balloon getting stuck but everything turned out for the best. They were able to remove everything out of the pt. They kept the pt overnight, and is doing well now.

Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The batch number is unk; therefore the mfg records for the complaint device cannot be reviewed. If there is any further info received, a follow up medwatch report will be filed.